Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was missing resulting in elevated blood glucose levels. The patient assumed insulin leaked from the headset due to the missing cannula. The same issue occurred before, but the patient was unsure if the infusion set was from the same lot number.